Event description:
It was reported that air bubbles were observed within the canister. Customer¿s blood glucose (bg) level was 600 mg/dl. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued to use the existing cartridge.